Event description:
It was reported that a resectoscope burnt and arced during a case. The cssd department has decontaminated the instrument and the yellow loop that was fused into the instrument. No one was injured during this incident, both surgeon and patient were ok. The instrument was replaced to complete that turp procedure. No negative impact in state of health reported. A delay or prolongation of 30-60min was reported. Cross reference MDR: 9610617-2025-02115.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The complaint "a resectoscope (27050e) that burnt and arced during a case. The yellow loop was fused into the instrument." Cannot be confirmed without product return. Based on customer's description and the known technical context, it is most likely that the device has not been assembled correctly, creating a high resistance inside the working element, which caused the melting effect inside the working element. In addition, we would like to call your attention to a warning in the corresponding instructions for use for the electrode (document#97000160, version 10.05) on page 4. "Warning: risk of injury: incorrectly assembled and damaged instruments can lead to injuries to the patient. Instruments and all of the accessories used in combination with them must be checked immediately before and after every use to ensure that they are complete, free from damage, and in full working order and have no unintentional rough surfaces, sharp corners, burred edges or projecting parts. Care must be taken not to leave missing or broken-off components inside the patient." The event is filed under internal karl storz complaint ID: (B)(4).